Manufacturer narrative:
(B)(4). A product investigation was completed: the approximately 15.5mm of the shaft has broken off the head of the screw. Both portions of the screw were received. It is unknown what caused the screw to break. The remaining 5 screws and 1 plate are intact. They are cosmetically damaged due to being implanted, but they are otherwise functionally undamaged. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in numerous technique guides. The 2.7mm cortex screws are available in many system and are used in a variety of locations throughout the body. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint handling unit received a (B)(4). Only additional and/or corrected information will be contained in this report. It was reported that the original hardware, implanted on (B)(6) 2015 was placed to address her foot problem as well as pain. During the metatarsophalangeal fusion, three (3) locking screws were placed in the proximal phalanx and then three (3) non-locking bi-cortical screws were placed in the metatarsal. This is report 5 of 7 for (B)(4).